Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient felt full of urine and had some tenderness in their bladder. They were not emptying their bladder fully. It was unknown if the issue was resolved at the time of the report. The trial began on (B)(6) 2017. There were no device issues or further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.